Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a low reading from their abbott diabetes care device. Customer reported a low reading of 73 mg/dl which was lower than a freestyle libre scan reading of 214 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reported receiving a low reading from their abbott diabetes care device. Customer reported a low reading of 73 mg/dl which was lower than a freestyle libre scan reading of 214 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) and test strips have been returned and visual inspection has been performed, no issues were observed. Performed blood testing and results were not within range. Mix match tests were performed. Performed control solution testing with new and unused strips and returned reader, results were within specification. Performed blood test with returned strip and new and unused reader, results were within specification. De-cased the returned reader and performed visual inspection of the printed circuit board assembly (pcba), no issues were observed. Visual inspection of the returned strips was performed, no visual defects were observed. Retain testing of batch was satisfactory. Extended investigation and visual inspection was performed on the returned de-cased reader, no issues were observed. As both mix match tests where the reader and test strips were tested with retained product were satisfactory, this indicates that there is no fault with the reader or with the test strips. Once product leaves adc control there is no way to know what environmental and/or customer impacts there may have been on the product. As we are unable to determine the environment the product was stored, this issue is not confirmed. An extended investigation was also performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader and precision strip were reviewed and the dhrs showed the libre reader and precision strip passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.